Manufacturer narrative:
(B)(4) date sent: 5/16/2024 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: 1. Please explain what "plastic to plastic" entails ans: refer to attachment: in-service troubleshooting steps 2. Please explain in detail what was the issue with the device. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Ans: firing sequence started but not complete hence the staples not completely formed 3. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Ans: cannot tell as the jaw could not open since the firing sequence cannot be completed. 4. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Ans: cannot open the jaw despite following the in-service troubleshooting steps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the surgeon was facing some difficulty on closing the closing trigger of stapler, but managed to close it. Surgeon was not able to fully fire the 3+1 stroke, managed to open the jaw by returning the knife. A brand new sterile stapler was opened for 2nd firing. Same issue happened as the 1st firing, surgeon was not able to continue stapling after the 2nd stroke. Surgeon tried to manually return the knife but the firing trigger failed to fire plastic to plastic. Surgeon managed to remove the stapler together with trocar from the patient after resect some part of the tissue that was intended to cut and with stapler. Procedure was completed successfully and no patient consequences were reported.